Manufacturer narrative:
Device evaluation of monitor sn (B)(4) (manufacture date 02/24/2015) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, contamination was found on the ca board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt sn (B)(4) (manufacture date 05/09/2013) has been completed. The reported problem (service code 107: multiple abnormal shutdowns) has been confirmed. Upon investigation the belt was causing abnormal shutdowns on the test monitor. The cause for the failure was isolated to a shorted u713 component on the distribution node pca. The root cause for the shorted u713 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on and that they were experiencing service code 107: multiple abnormal shutdowns.